Event description:
The customer reported the system would not display an image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the dicom box power plug. The system operates as intended.